Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, procedural or post procedural images were not provided; therefore, the reported event cannot be confirmed.

Event description:
It was reported that on (B)(6) 2019, a web device was implanted in an aneurysm located in the midline anterior communicating artery complex. Angiography performed post procedure revealed a residual aneurysm. The patient is enrolled in the clever clinical study.